Event description:
It was reported that an avs anchor c cage fractured intra-operatively. The procedure was completed successfully with a five minute surgical delay. It was further reported that the patient experienced an unspecified adverse event.

Event description:
It was reported that an avs anchor c cage fractured into two parts intra-operatively. The procedure was completed successfully with a 25 minute surgical delay. It was further reported that the patient experienced an unspecified adverse consequence.

Manufacturer narrative:
Corrected data: b5, g1. Additional data: d9, h3, h4. H6 coding has been updated to reflect completion of the investigation.